Event description:
Patient additionally reported "after the removal of the patient¿s ruptured implant, her wound wouldn¿t heal, it had yellow mucus drainage coming out of it for 3 months"; these events are not device related.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified creases, a deformation, yellow particles on the outer surface of the device, and wear abrasion. Clouds and bubbles were present in the gel after the autoclave disinfection process. A weight test of the device was performed which verified the weight was within specification. Based on the device analysis, the final assessment is no observations found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.